Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the perclose proglide after an interventional procedure. Reportedly, after the knot was deployed, bleeding continued and manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Hemostasis not being achieved after deployment as reported can be influenced by, but is not limited to, manufacturing, user technique and/or patient anatomical conditions. During manufacturing, all devices undergo visual inspection and a sample are functionally tested for deployment. The physician is reportedly trained in the use of proglide and there were no challenging anatomical conditions reported. Based on the reported information and the inspection criteria, a definitive cause for bleeding continuing after apparent successful deployment could not be determined. There is no indication of a product deficiency. A review of the device lot history record and a query of the complaint handling database were not performed as the lot number was not provided and the device was not returned for analysis.